Event description:
It was reported that the 9800 system made a snapping sound when it was being tested. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system had high voltage arching. The high voltage cable was re-greased during the service call. The system was tested and found to be working as intended and put back into service.